Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available and was advised to contact their healthcare provider. Technical support arranged for a replacement pump with updated software and instructed the customer on necessary actions, including placing the pump into storage mode and returning the defective unit via ups. The customer acknowledged the instructions and confirmed the shipping details.